Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision/visual intolerance with multi-focal lens, no vitrectomy, suture of lens or incision or incision enlargement needed. The capsule bag was intact. The iol was exchanged in a secondary procedure. Additional information has been requested.